Event description:
Customer was hospitalized for low blood glucose. They tested at 9pm and received a result of 261mg/dl. They were given 2 units of novolin 70/30 by the caregiver. An hour later they appeared disoriented and sweaty. 911 was called and when paramedics arrived they tested and received a result of 29mg/dl. The customer was given an IV of d-5. They were admitted into the hospital. The wrong controls were in use and were out of range. A request was made for the return of the suspect device and replacement product was sent.